Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the generic power distributor (gpd) involved with this complaint. The reported failure could not be confirmed during failure analysis due to the condition of the unit. Upon visual inspection, the gpd board was found contaminated. Intuitive surgical, inc. (Isi) received the auxiliary power board (apb) involved with this complaint. The reported failure was not confirmed during failure analysis. The returned part was installed into the pca test system and the board passed the sine cycle test, 10 power cycles, and idle without issues. The unit sat idle for 2 days without any errors. Upon visual inspection, the unit was in good condition. There was no trouble found (ntf) with this unit. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a da vinci system malfunction occurred, rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
During a da vinci-assisted surgical radical nephrectomy procedure, it was reported that the system generated a recoverable error 817 while the surgeon was suturing the bowel tissue. The surgeon decided to convert the procedure to laparoscopic surgery. There was no report of patient harm or injury. Intuitive surgical, inc. (Isi) followed up with the field service engineer (fse) and obtained the following additional information: the functionality was checked upon powering on the system, and there were no errors noted. Prior to converting the procedure, the customer contacted the csr and fse for troubleshooting assistance. Customer was instructed to swap the psc power cord to another ac power outlet and perform a hard power cycle, but the issue persisted. Customer indicated to the fse that "all troubleshooting steps were completed". The laparoscopic procedure was completed successfully with no injury. An fse was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. Fse was unable to reproduce the issue. Fse proactively replaced the generic power distributor (gpd) and auxiliary power board (apb) per customer's request. The system was tested and verified as ready for use.